Manufacturer narrative:
The patient/family was the initial reporter. The customer did not provide product information, therefore, expiration date and device manufacture date were left blank.

Event description:
The advocate from (B)(6) reported that the customer obtained a blood glucose reading of 240 mg/dl on a contour plus meter and a reading of 108 mg/dl on the nurse's meter. Both readings were obtained within 10 minutes of each other. The difference between the readings falls in "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.